Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025, upon sensor pod removal, the wearable wire broke and remained in the patient's skin. The physician removed the sensor wire by unspecified means from the skin but declined to provide additional information. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).